Manufacturer narrative:
Philip's remote service technician created a request to implement remediation per field change order for repair. Continued attempts are being made to confirm resolution details.

Manufacturer narrative:
Continued attempts have been made to confirm resolution details with no response. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Although no repair information has been provided for this device and no part has been returned for failure analysis, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
It was reported to philips that the device had a navigational ring failure, and the setting were unable to be adjusted with the touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm.